Event description:
Patient reported receiving elevated blood glucose readings up to hi. Patient stated when she went to change the infusion site she noticed leaking insulin from the site. Patient reported upon removing the cannula, she noticed that the cannula was bent. Patient changed the head set and was able to bolus to bring her blood glucose level down. Patient reported the issue occurred again the next morning and again later in the morning. Patient stated she was able to bolus to bring her blood glucose level down. Patient has discarded all 3 infusion sets. No adverse event reported. Replacement sent; no product return requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.